Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps (no serial numbers reported) were under infusing chemotherapy medication (medication, programmed amount and delivery rate unknown) in the pediatric oncology care area. Customer is concerned with the delay in chemotherapy as it is important to be timely with chemotherapy protocols. Full dose not completed within designated time. Many infusions are taking 45 minutes to 1.5 hours longer than expected and they have been experiencing under infusions for approximately 3 months. There was no known patient injury or medical intervention associated with this event. No additional information is available.